Manufacturer narrative:
Breas medical inc has reached out to the reporter to request more information and has not gotten a response at this time.

Event description:
On (B)(6) 2026, breas medical was notified of a medwatch report: mw5187935, submitted to report an issue with a vivo 45ls. The report states: vent screen displayed internal function failure 4. It vent was restarted and displayed the same message 'internal function failure 4.' Vent was replaced.